Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or sample were provided for evaluation. Therefore, the root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complainant, the needles are stripping of the connection to the syringe and cannot disconnect syringe. Additionally, are painful for patients, flimsy and breaking. No patient injury reported.